Manufacturer narrative:
(B)(4). D10 - medical product: femur trabecular metal cruciate retaining (cr) catalog # 42502806001 lot # 65561098 articular surface catalog # 00595203014 lot # 64753797. Tibial tray fixed bearing catalog # 00595403701 lot # 64648962. Biomet bc r 1x40 us catalog # 110035368 lot # ax46bi1606. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent manipulation under anesthesia due to stiffness and arthrofibrosis post implantation. During the procedure the surgeon was able to break up adhesions and scar tissue increasing range of motion. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.